Event description:
It was reported that the video system center displayed error e333, indicating a touch panel error. The issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.